Manufacturer narrative:
Ethnicity - patient is a canine. Race - patient is a canine. UDI - the corresponding lot is not subjected for UDI. Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(4). The actual device has not been returned to the manufacturing facility. Therefore, the investigation was based upon the user facility information, the returned photo and the retention samples. The referenced photo showed 1 piece of the IV catheter assembly with a dent portion near the hub and with noted evident usage found on the broken portion of the catheter tube but not clearly evaluated due to low quality image. Verification on retention sample showed no defects found such as crack, pinhole, scratch, bent and broken parts on catheter tube that would lead to catheter tube breakage. No damaged or deformed catheter tube that might lead to the complaint. Retention samples were also evaluated for catheter tube and catheter hub fitting force. All samples passed. We have 2 stages of 100% visual inspection. The first station covers the overall condition of the product. The second station covers inspection of catheter tip and needle tip condition and the distance between catheter tip and needle heel. Thus, defects on catheter tube such as scratch, hole, crack or partial cut can be detected during these processes. In addition, lot history file of showed that no non-conformities or troubles related to the complaint was encountered. Furthermore, qc conducts visual inspection to check product quality prior shipment. No nonconformity related to the complaint was noted. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that the when the vet went to remove the catheter and they saw that 2cm was missing (5mm left), they immediately tourniquet the dog's leg and radiographed to look for the catheter but it was not visible. The dog was then transferred to another veterinary surgery and CT scan was undertaken, this showed the catheter in the lung of the dog. The catheter had been routinely placed and the dog was premeditated so it was not struggling to cause the guide needle to shear the catheter. There was no evidence the dog chewed its bandage or that the catheter was cut during removal. Additional information received on february 22, 2019: no surgical intervention occurred. The broken catheter tube is in the dog's lungs and cannot be safely removed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the unused device return date in the d10 section, to update the h3 section and to provide the completed investigation results. The actual device has been returned for evaluation. Based on the results of our investigation, the root cause of the complaint could not be identified. Received actual sample showed a broken IV catheter wherein the tip of the catheter tube that remained on hub was diagonally cut and dent tube portion near the hub was observed. Verification on retention sample and received same lot samples showed no defects found such as crack, pinhole, scratch, bent and broken parts on catheter tube that would lead to catheter tube breakage. No damaged or deformed catheter tube that might lead to the complaint. Retention samples and received same lot samples were also evaluated for catheter tube and catheter hub fitting force. All samples passed.